Event description:
It was reported that the patient had no stimulation sensation after recently turning the device back on after six years of no use. The transmitter batteries were replaced, and no error codes were showing on the screen. Additional information received reported that x-rays were taken and reviewed by the doctor. The doctor reported a possible lead fracture, but was unable to say for sure. The option of system replacement was discussed with the patient, but not yet scheduled.